Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in new zealand. As reported, the patient underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. The patient presented with tortuous and (B)(6), but they were of sufficient diameter. Team decided to have a vascular surgeon perform a cut down on left femoral artery. Team attempted to insert the 16fr esheath, but experienced some difficulty passing the sheath through the iliac vessel due to calcium in the vessel. A shockwave was used to breakup the calcium. Team attempted again to further insert the esheath forward. At this stage, the patient had a drop in blood pressure, which was well managed and patient remain stable. It was noted that there was a tear in the region of the bifurcation of the internal iliac artery and common iliac artery. Two covered stents were used in this region, and post dilated the stents to have good contact with the vessel. A good result was achieved with no more bleeding from the vessel. Initial esheath was replaced with another 16f e-sheath and proceeded with the tavi with a good result. Access site was closed by the vascular surgeon. The following day, patient was doing very well and the plan is to discharge on post-operative day 2. As per medical opinion, due to esheath being advanced in a heavily (B)(6), team deemed the root cause of the dissection was probably due to the sheath hitting a small speck of calcium causing the vascular tear and not due to the shockwave treatment. It is unknown if there was any esheath damage. The device will be returned for evaluation.

Manufacturer narrative:
Supplemental report submitted to include no product return engineering evaluation and to correct d2 and g4. The incorrect device was returned for evaluation. Due to unavailability of the complaint device, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed, and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. The complaint for 'inability to introduce sheath' was unable to be confirmed as no relevant imagery or device were provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'team attempted to insert the 16f esheath, but experienced some difficulty passing the sheath through the iliac vessel due to calcium in the vessel. Shockwave was used to break up the calcium. Team attempted again to further insert the e-sheath forward. At this stage, the patient had a drop in bp, which was well managed, and patient remain stable. It was noted that there was a tear in the region of the bifurcation of the internal iliac artery and common iliac artery'. Additionally, it was noted that the patient's access vessels were 'tortuous and severely calcified but were of sufficient diameter'. The training manual states, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification'. The presence of calcification and tortuosity can create a challenging pathway for insertion of the sheath into the patient. These factors can increase the friction experienced with the vessel and, consequently, the necessary push force to advance the sheath through the access vessel. As such, available information suggests that patient factors (calcification , tortuosity) likely contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action, nor product risk assessment (pra) escalation is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.